Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a patient underwent a gynecological procedure on on unknown date and mesh was implanted. The patient experienced a vaginal extrusion of the mesh and underwent a procedure for mesh excision. No further information was provided.